Event description:
When the patient was being recovered staff noticed a lesion on the skin near to the lateral portal on the shoulder through which the dyonics burr had been introduced. It was first thought that this may be a burn. The patient has since had the dressing changed and staff are happy that the lesion is not a burn. Their view is that it is most likely an abrasion type injury caused by repeated introduction and removal of the shaver.

Manufacturer narrative:
Evaluation summary: product passed functional testing per process summary 12000085 rev w steps 9.1 thru 9.1.6 and high speed testing (100-10,000 rpms) with 3 different type blades installed. Hand piece did not overheat at high rpms, just warm to the touch. No problem found after evaluation. (B)(4).